Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level, and no delivery alarms. The customer's blood glucose level at the time was over 400mg/dl. The customer states treating high levels with manual injection. Troubleshoot was conducted. The device was able to prime, and the customer was advised to change the entire infusion set and return set for analysis. The customer was not able to complete troubleshoot, due to an appointment. The customer was advised to call back to complete troubleshoot if needed.